Manufacturer narrative:
The device was returned for analysis. The reported activation failure including expansion failure was confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the xience skypoint was advanced and was removed, then the same device was reinserted. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the sds interacted with the anatomy during advancement, as resistance was noted, resulting in the reported difficult to advance. It was reported that the xience skypoint was advanced and removed, additional dilation was performed, then the same sds was re-inserted in the anatomy. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states that an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. Manipulation of the device during its interactions with the anatomy likely resulted in the balloon rupture noted during device analysis, ultimately resulting in the reported stent activation failure including expansion failure; however, this cannot be confirmed in a testing environment as it was based on operational circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Medical device problem code 2017 - re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 3.5x38 mm xience skypoint stent delivery system (sds) was prepared per instructions for use (IFU) without issues. The sds had resistance during advancement and failed to cross the lesion. There was no resistance upon removal and additional dilatation was performed. The same sds was advanced into the anatomy. At the target lesion, an attempt was made to deploy the stent; however, balloon was unable to inflate and the stent did not deploy. The device was removed from the anatomy and the stent remained on the delivery system balloon. The balloon showed no signs of inflation and the stent remained unexpanded. It was unknown if a balloon rupture had occurred or if there was an issue with the inflation device. Another same size xience skypoint sds was then used, with the same inflation device, and no issues were noted. There was no adverse patient effect or clinically significant delay. No additional information was provided.